Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 05-dec-2024. H6. Investigation codes: updated. Investigation summary: the customer's initial report indicates a continuous alarm 41301. During the power-on test, the alarm was found in the registry, the software 97-0625-010600-01 (m) was updated. Additionally, the lens that was scratched and the battery compartment door were replaced. Performance verification test was performed. All tests passed within specifications. Probable cause: software problems. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed error code 41301. Per reporter, the issue was not patient related and occurred during patient use while taking off the cassette at the end of therapy. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.